Event description:
It was reported that two days after a da vinci si tongue base resection (tors) procedure was successfully performed, the patient expired due to uncontrollable post operative bleeding.

Manufacturer narrative:
Based on the information provided by dr (B)(6), it was determined that the patient's demise was unrelated to the da vinci si surgical system. It was concluded that the da vinci si surgical system worked as intended and did not malfunction in a way that would have led or contributed to the patient's death. Several attempts have been made to gather additional information regarding this event from this site without success. A follow-up medwatch report will be submitted if additional information is received.